Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history review investigation did not show issues related to complaint. A record assessment (fmea) was conducted , and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation. Customer complaint cannot be confirmed due to the device sample not being available. The root cause is unknown. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer alleges that the device "alarms when turned on". The reported defect was detected prior to use. It is unclear if the reported defect was in a clinical setting. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
Customer alleges that the device "alarms when turned on". The reported defect was detected prior to use. It is unclear if the reported defect was in a clinical setting. There was no patient involvement reported.